Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. Prior to pt use, it was reported that after the nurse loaded the tubing into the device and the door was closed, fluid began to flow. The customer contact stated the device "flows freely and the door handle is broken." The device was removed from clinical service. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.